Event description:
Approx 20 minutes into a one hour CABG, the ibc cone began to shake & make noise. Removing the cone from the drive to recouple the magnets did not improve the problem of the noise. Flow was maintained at a cardiac index of 26-2.8 until the cone failed. The a&v lines were clamped, and the heart was manipulated by the field and ventilation made by anesthesia. A new cone was cut into place, primed, and the pt was back on bypass in less than 2 minutes. All manufacturers of diposables &/or the pump console have been notified.